Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient developed bloodborne infection due to gangrenous right leg and infection caused vegetation on the leads. There were no additional adverse patient effects reported. The ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).